Event description:
The reporter indicated that a 12.6mm vicm5_12.6 -3.50 diopter implantable collamer lens flipped, the backup lens was implanted . Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a:unk. D6b:unk. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -3.50 into the patient's right eye (od). Reportedly "lens flipped and she opted to use the backup". The lens was implanted, removed and replaced intraoperatively with a lens of the same parameters. H6- health effect- impact code: "4627" should be removed and "2199" should be added, h6- medical device problem code: "3189" should be added. Claim# (B)(4).